Event description:
A customer in (B)(6) reported errors after sending test batch; while using the vidas&#59412;oxo igg test. They observed the same problem with a previous batch in regards to liquid transfer error 522, malfunction of the pressure sensor with the calibration of the enclosure. There is no indication or report from the hospital to biomerieux that the associated invalid avidity results led to any adverse event related to a patient's state of health.

Manufacturer narrative:
A customer in (B)(6) reported discrepant results during the transfer of fluid samples from patients while using the vidas® toxo igg test ((B)(4)). An internal biomérieux investigation was performed. The customer reported getting a blocking error "0522" that occurred during the vidas® toxo igg assay. In case of 522 error, the following message is displayed on vidas® 3: "air detected when an aspiration is performed during the analytical protocol". As a consequence, the calibration or test is invalidated. Users are blocked until they repeat testing and get results without error. The error occurs while section «smart pump» (ref. 6201417) is aspirating sample from the strip. The errors happen with the toxo igg batches 1004397580, 1004465080, 1004509770. The 0522 error flag 0 is happening with some spr bags. Only some batches are concerned, and only some spr bags in the batches are concerned. Both assays (toxo igg and cmv igg) share the same protocol and are susceptible to react in the same way (variability of pressure recorded) in case of variability in the spr production. Impact on biological result: users are blocked until the test is repeated and results are without error. However, it was assessed that according to customer log and tests performed during the investigation, the signal (rfv value) is not impacted by the 0522 error. In conclusion, biological results are not impacted, and the 0522 error reported by the vidas® 3 is a false alarm in this case. Moreover, it excludes any suspicion on assay performance for vidas® or minividas® customers. Root cause: it is not yet determine, but it was observed an effect from batch manufacturing, related to spr itself. This created a variability of pressure interpreted as error 0522 by the instrument. This phenomenon happens only with assays working with protocols where sample aspiration is with low volume and high speed. Assays using other protocols are not impacted and this explains why users have no errors. Pressure interpretation was designed to detect problems during aspiration (bubbles, leak, pump blocked); it is disturbed now by the phenomenon that did not exist during vidas 3 development. The issue is managed under CAPA (B)(4) to identify root cause and provide corrective/preventive actions.